Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/24/2024. Corrections are also being made to b5, d5, e1, g2.

Event description:
It was reported that the maintenance unit's power cable socket was broken. The issue was found during reprocessing. There were no reports of patient harm.

Event description:
It was observed during the device inspection that the ac inlet in the rear of the maintenance unit was damaged and pushed in. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that unable to connect power cord occurred due to damaged power supply inlet. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.